Manufacturer narrative:
No data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. The sample was not investigated yet and the condition of the product was not verified. Because the sample was not investigated yet and no lot number or serial number were indicated for this complaint, the root cause cannot be determined. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Attempts to gather additional informtion have been unsuccessful. (B)(4).

Manufacturer narrative:
Additional information: the sample was received for investigation with excessive amount of unknown material covering the external body of the shunt entirely, including lumen openings. Therefore, the complaint of 'no flow' is confirmed due to the unknown material blocking the lumen openings. After slicing the shunt, the restriction unit is seen to be centered and the unknown material is seen on one side of the restriction unit. There is no indication for a manufacturing related factors that could cause the blockage. During production, 100% final inspection is being performed on the entire batch, including visual inspection and inner illumination. If a blockage would be noticed, the product would have been rejected immediately. The shunt was in the patient's eye. One may conclude that the blockage was formed after the product left the manufacturing plant. The root cause is external - related to patient condition / non-product factors, however, the blockage could have been caused by many different reasons during and after the clinical procedure. The blockage does not seem to be product related since two lumens, on either side of the restriction unit were found and no welding penetrations were found. Therefore, there is no evidence for an inherent defect that might have caused the event, and the root cause is seem to be external - related to patient condition / non-product factors. (B)(4).

Event description:
A surgeon reported that after a glaucoma filtering shunt was implanted, it was then reported to be clogged. The shunt was explanted. Additional information was requested.